Event description:
Update: the patient underwent a valve explant procedure (B)(6) 2021 for treatment of early degeneration of aortic bio-prosthesis. It is reported that bacteriological and ana path analysis in progress, the valve seems to be thrombosed. Two years post implant ( implanted on (B)(6) 2018) the patient presented with symptoms of shortness of breath. (B)(6) 2020, an increased gradient was confirmed showing the increase from 7 to 36 (controlled at the chu for a tfgt 21). The patient was being monitored and plans for a valve in valve was planned if the gradient still increased. On (B)(6) 2021 the patients gradient had been confirmed to have increased from 36 mmhg to 60 mmhg. Although the site has reported "not aortic insufficiency, the patient had become symptomatic with again, shortness of breath and fatigue. A valve in valve procedure has been scheduled for (B)(6) 2021 for trifecta valve degeneration due to stenosis, and calcification causing an increased gradient. (B)(6).

Manufacturer narrative:
The reported thrombus was confirmed. The inflow and outflow surfaces of all three leaflets were covered in thrombus, which limited leaflet mobility. All three leaflets were fibrotically thickened and contained circumferential pannus ingrowth on the inflow surface, which narrowed the inflow diameter. Pannus ingrowth also covered stent posts 2 and 3, extended over the end of stent post 3. A small tear was present in the base of leaflet 1. The sewing cuff had been completely removed during explant. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The thrombus and pannus ingrowth were consistent with the reported stenosis and increase in gradient. The outflow pannus and complete removal of the sewing cuff was potential evidence of oversizing and interaction with the patient's aortic wall.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Two years post implant the patient presented with symptoms of shortness of breath. On (B)(6) 2020, an increased gradient was confirmed showing the increase from 7 to 36 .the patient was being monitored and plans for a valve in valve was planned if the gradient still increased. On (B)(6) 2021 the patients gradient had been confirmed to have increased from 36 mmhg to 60 mmhg. Although the site has reported "not aortic insufficiency, the patient had become symptomatic with again, shortness of breath and fatigue. A valve in valve procedure has been scheduled for (B)(6) 2021 for trifecta valve degeneration due to stenosis, and calcification causing an increased gradient. 7jan21pm

Manufacturer narrative:
An event of an increase in gradient, replacement of the valve with a valve-in-valve and possible valve thrombosis was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.